Event description:
It was reported that a patient underwent a posterior vaginal repair on (B)(6) 2005 and mesh was implanted. The patient experienced a small area of mesh exposure. The patient underwent a revision for the exposed mesh on (B)(6) 2005 at the time of having sling implanted for incontinence. The patient has had no further problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.